Event description:
Agent ide study it was reported that stent fracture and restenosis occurred. On (B)(6) 2020, during percutaneous coronary intervention, a 2.25 x 20 mm synergy was deployed at the second obtuse marginal. On (B)(6) 2021, the subject presented with stable angina and was referred for the agent ide study. Coronary angiography revealed 90% in-stent restenosis at the second obtuse marginal. On the same day, optical coherence tomography revealed that the 2.25 mm x 20 mm synergy was fractured. The subject was randomized into the agent ide study and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The target lesion, located at the second obtuse marginal, was 15 mm long with a reference vessel diameter of 2.5 mm. The target lesion was predilated with a 2.50 mm x 10 mm balloon with 10% residual stenosis. Following pre-dilation, the lesion was treated with a 2.50 mm x 20 mm agent dcb study device successfully with 10% residual stenosis and timi flow of 3. The subject was discharged on aspirin and prasugrel.